Manufacturer narrative:
The device was not returned for evaluation. Lot history record review was performed and revealed no indication of a product quality issue. Without the device returned for analysis and specified failure mode, a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that closure of an unspecified access site was attempted using two proglide devices. Reportedly, both proglide devices failed to close the hole. Two new proglide devices were intentionally used together to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.